Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the cfg-personality module surgeon console (pmsc) part to address the issue of green stripe in the right eye of the surgeon side console (ssc). The system was tested and verified as ready for use. Isi received the pmsc involved with this complaint and completed the evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint of "green stripe in the right eye monitor". During in-house fa, the pmsc was installed into printed circuit assembly (pca) xi system and powered up the ssc with good video in both eyes. It passed communication, voltage, and speaker tests. The system was left idle for 10 minutes and then performed 20 power cycles with no issues noted. A log review was performed and confirmed that a cholecystectomy procedure was performed on system (B)(4). On (B)(6) 2022. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the surgeon noticed green stripe in the right eye monitor. The customer converted to another da vinci after the start of the procedure due to degraded image quality in the right eye of the ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a green stripe was noticed in the right eye monitor. The robotics coordinator, who was not onsite when she called intuitive surgical, inc. (Isi) to report the issue. The robotics coordinator reported that the surgeon noticed a green strip in the right eye of the high-resolution stereo viewer (hrsv), so he moved over to the other surgeon console that was connected to proceed with the case. The surgical procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system, and it powered up without errors or issues. The procedure was completed robotically. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.